Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4, h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: event description: as reported, during a endoscopic transureteral lithotomy, the basket sheath of an ngage nitinol stone extractor detached from support sheath, exposing a basket wire tip, and basket would not open. The device was checked prior to use and found to be functioning properly. The device was advanced into the patient to remove the first stone and the damage to the device was discovered. Another same type device was used to complete the procedure. The procedure was prolonged, and the exposed basket wire tip slightly poked the tissue. There were no obvious adverse effects to the patient. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control (qc) procedures, as well as interview of personnel, were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU does not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: (B)(6). Phone: (B)(6) g4: PMA/510k #¿ exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a endoscopic transureteral lithotomy, the basket sheath of an ngage nitinol stone extractor detached from support sheath, exposing a basket wire tip, and basket would not open. The device was checked prior to use and found to be functioning properly. The device was advanced into the patient to remove the first stone and the damage to the device was discovered. Another same type device was used to complete the procedure. The procedure was prolonged and the exposed basket wire tip slightly poked the tissue. There were no obvious adverse effects to the patient. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected information: d9 and h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 27may2024: device will not be returned as it was discarded by the user facility.